Manufacturer narrative:
On (B)(6) 2013 the customer indicated that the results were due to the patients progress of having (B)(6) and were not discrepant. Evaluation: further investigation of the customer issue included a review of the complaint text, review of test data, a batch record review, a search for similar complaints, and a review of labeling. A subsequent review of the test data identified that the change in the (B)(6) results between assessments was due to natural disease progression and not due to an issue with the product. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect hbsag assay, list number 06c36, lot 20116lf00 was identified.

Event description:
The customer observed false negative (B)(6) results for one patient while using the architect hbsag assay. The customer indicated that on (B)(6) 2012, the patient generated a result of "(B)(6)." The customer did not dilute the sample or retest it. However, the sample was also (B)(6) while using a hbcantibody test. The patient was tested again on (B)(6) 2012, with the architect hbsag generating negative results: initial (B)(6). The customer has indicated that they believe this patient to be (B)(6) because of the results generated on (B)(6) 2012. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete this report is being filed on an international product, list number 06c36 that has similar products distributed in the us, list number 01l80 and 04p53.